Event description:
It was reported that pump generated repeated cartridge alarm during cartridge loading process despite caller following prompts and using proper load technique. There was no adverse impact to the customer¿s blood glucose level. Caller attempted to load new cartridge with support from technical support but alarm recurred, so pump replacement was arranged; caller planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, to enter pump settings and connect cgm on replacement pump, and to return affected pump using prepaid label, which caller understood and acknowledged.